Manufacturer narrative:
The user facility has not responded to multiple attempts to obtain additional information. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. The device subject of this complaint has not been returned to steris endoscopy for evaluation. Statements from the instructions for use include: "the disposable advance capsule endoscope delivery device is a 2.5mm single sheathed device indicated for transendoscopic delivery of capsules (with the dimensions of 10.5mm - 11.5mm in diameter and 23.5mm - 26.5mm in length), to the stomach or duodenum. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction (see fig 3). Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection." Steris endoscopy has requested that the distributor offer in-service training to the user facility. A follow-up report will be filed if additional information becomes available.

Event description:
The distributor reported that the capsule holder component of the advance capsule endoscope delivery device became detached during deployment of the video capsule. The capsule holder remained attached to the capsule endoscope, causing the video capsule lens to be shaded during the procedure. The distributor stated the event made the procedure more difficult for the physician and stated the event was associated with patient harm. No intervention was reported.